Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused by 30%. This was observed after use of the device. The peripherally inserted central catheter (PICC) line was located at the right ankle. The device had been filled with flucloxacillin 6000mg in 230ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured from august 24, 2020 - august 25, 2020. H10: the device was received containing 58ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.